Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a total hip procedure, while the surgeon was inserting a screw with the screwdriver, the tip snapped off in the screw head. The surgeon was able to retrieve the broken piece and the case was completed. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device confirmed the hex tip of the instrument was fractured. The fractured portion was not returned. Corrosion and discoloration was observed on the product. Superficial scratches were observed on the instrument. It is unknown how many times the device was used in the field ago of approximately 5 months. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.